Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) implant that is dark yellow and the patient is experiencing cloudiness in that eye 8 years following implantation.

Manufacturer narrative:
Additional information was provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the patient did see the retina specialist and the retina looks perfect - no pathology. The patient feels worse - the vision hasn't changed, but the patient feels quite "cloudy". She needs to cover that eye in order to see clearly.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the patient's visual acuity fluctuates, seems more cloudy and the patient has developed slight posterior chamber opacification.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was indicated during a company representative site visit with the surgeon and the patient. The patient is corrected to 20/20-2 with a hard contact lens trial and regular refraction. The patient did report that the vision does improve for a few seconds after she rubs her eye or looking at the tv from bed in an extreme downward gaze. The cloudiness is persistent though. Slit lamp observations indicate significant sub-surface nano glistenings. Retro illumination was clear but retro with direct showed a decrease in intensity.

Manufacturer narrative:
Evaluation summary: the provided photos were reviewed by a company representative: photos attached to the file provide images of an eye implanted with an intraocular lens (iol). Multiple light scattering artifacts(apparently glistenings) were observed on the one photo. The product investigation could not identify a root cause for the reported complaint. The clinical impact of the described picture observations cannot be determined from a picture assessment. The manufacturer internal reference number is: (B)(4).